Manufacturer narrative:
Update to block h6: evaluation conclusion code the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure, the emergency button came off, however the equipment continued to function correctly. The procedure was completed with this device and no patient complications reported.

Event description:
It was reported that during the procedure, the emergency button came off, however the equipment continued to function correctly. The procedure was completed with this device and no patient complications reported.